Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). This report was impacted by emdr scheduled maintenance occurring (B)(6) 2026. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "intracapsular silicone granuloma". Later healthcare professional reported "intracapsular silicone granuloma" and "baker's grade of capsular contracture: iii". This record is for the left side. Device remains implanted.